Event description:
It was reported that the catheter had a micro-tear. This was confirmed by the surgeon. The surgeon noted that the catheter was "leaking" after he removed the stylet from the catheter. The surgeon noticed the leaks on the most proximal end of the 8709sc catheter. A second catheter was used. There was no therapy or medical issue. It was unknown if there was an implant technique issue. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model 8709sc lot# n301648004 implanted: unk explanted: unk.